Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of blanching, mild edema, inflammation, "darkened crusted area" and "avascular change" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, inflammation, ischemia, necrosis and skin discoloration: "contra-indications: do not inject into the blood vessels (intravascular). Undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...), which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. Staining or discolouration of the injection site, cases of necroses, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injection shave been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the "lateral superior hair line" from the "lateral mid to lower aspect of brow." The patient was concomitantly injected with juvéderm¿ voluma¿ with lidocaine in the nose on the "bridge superiorly below pupil line" as well as botox®. After injection the patient had developed a "very faint area of skin blanch." There was also some "blanched swollen area." An hour after injection, the patient had developed blanching of left lateral nose and was treated with hyaluronidase and had significant improvement. It was noted that the patient had "avascular reaction in glabella complex." On the following day, the patient had developed "edema of [forehead] suggestive of inflammatory reaction" to juvéderm® volbella¿ with lidocaine and the "blanched [area] of nose minimal." The patient was then treated with depomedrol. Five days later, the patient returned to the clinic with "darkened crusted area on side of nose consistent with avascular change." Patient was treated with hyaluronidase along with "aq serum" and fucidin cream. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00992 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
The event of tenderness is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information: the patient's skin has "healed well" but remains "tender to palpate" and "remains mildly edema." It was noted by the healthcare professional that patient "may need 6-9 months to resolve."

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the "leteral superior hair line" from the "lateral mid to lower aspect of brow." The patient was concomitantly injected with juvéderm¿ voluma¿ with lidocaine in the nose on the "bridge superiorly below pupil line" as well as botox®. After injection the patient had developed a "very faint area of skin blanch." There was also some "blanched swollen area." An hour after injection, the patient had developed blanching of left lateral nose and was treated with hyaluronidase and had significant improvement. It was noted that the patient had "avascular reaction in glabella complex." On the following day, the patient had developed "edema of [forehead] suggestive of inflammatory reaction" to juvéderm® volbella¿ with lidocaine and the "blanched [area] of nose minimal." The patient was then treated with depomedrol. Five days later, the patient returned to the clinic with "darkened crusted area on side of nose consistent with avascular change." Patient was treated with hyaluronidase along with "aq serum" and fucidin cream. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00992 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm® volbella¿ with lidocaine.